Manufacturer narrative:
During servicing of the autopulse platform (s/n (B)(4) at zoll, the platform failed functional testing as it displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The root cause of the observed ua07 was the defective load cell #1. During functional testing, a load cell characterization test was performed and confirmed that load cell #1 was over-reporting. As reported by the customer, the autopulse platform had fallen off a storage wall and smashed onto the ground, causing a medium-sized crack on the platform's top cover. The cracked cover and defective load cell were attributed to user mishandling/neglect. The defective load cell #1 was replaced to remedy the fault. In addition to the platform's cracked top cover, visual inspection of the returned autopulse platform revealed more physical damages. Pictures provided by the zoll service personnel showed a cracked battery compartment, a missing battery lock, and a cracked front enclosure with broken screw bosses. These observed physical damages are the characteristics of harsh impacts, attributed to user mishandling or neglect. No documented report was found showing that regular preventative maintenance (pm) was performed since the device was last serviced at zoll in 2016. All the damaged covers, broken, and missing parts were replaced to address the observed issues. During further testing, it was noticed that the clutch plate was sticky, unrelated to the noted ua07 advisory message. The sticky clutch issue is usually caused by sharp edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely due to wear and tear and frequent use of the device. The autopulse platform was manufactured in april 2015 and has exceeded its expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to address the problem. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. A brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During servicing of the autopulse platform (s/n (B)(4), the platform failed functional testing as it displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.